Event description:
The complainant reported that the audible alarm of an automated impella controller (aic) sounded like a rotary phone. The aic was swapped with no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - buzzer/ alarm inaudible has been completed. There is no evidence available in the logs to confirm the reported failure mode, which was related to the alarm's audio issue. This console was tested and abnormal audio was intermittently reproduced alongside the alarm audio. No loose components were found in the speaker assembly. Upon testing the known good speaker, the reported failure mode could not be reproduced. The root cause of the abnormal audio alarm was most likely due to a speaker malfunction. D2 common device name revised on manufacturer device report 1220648-2025-27307 in accordance with updated procedures. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27307 as it is unknown if the initial reporter also sent the report to the food and drug administration.